Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va0azzc, implanted: (B)(6) 2013, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 24-jul-2017, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device is not working and they are back to using the bathroom more frequent than ever. They can feel a wire sticking out of their buttock and when they sit down, it is a stabbing pain. The whole left side is in serious pain which started about 4 days ago. The caller reports no falls or trauma. The caller also reports seeing a por (power on reset) message on the programmer beginning 2 days ago. Reviewed protentional reasons for the por. The caller stated that they thought the battery was supposed to last 7 years. The patient was redirected to their healthcare provider to further address the issue. The caller called the hcp and cannot get in to see them until december. Emailed physician listings.